Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to unknown lot number for needle pain & leakage. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Level a event no DHR or qn review is required. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle leaked after injection. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported the patient experienced pain upon injection. Additionally, it was reported problems with bubbles and leaking from the needle after the injection. Please cross-reference (B)(4). (B)(4) addresses incident with a specific date of (B)(6) 2019. Verbatim: patient took somatropin (humatope), via humatropen 12 mg, unknown dose and frequency, subcutaneously, for growth hormone deficiency, beginning on (B)(6) 2019. On an unspecified date, unknown time after starting the therapy with somatropin, patient experienced injection site pain during injection, it was reported that patient's mother mentioned that this somatropin is far more painful than the last somatropin used, the patient experienced pain when somatropin was injected, the pain dissipates immediately after the injection was completed. Corrective treatment, exams and the outcome was not informed. Also it was reported that the cartridge (lot unknown / (B)(4)) presented issues (as reported). The consumer did not experience issues with reconstitution but problems with bubbles and leaking from the needle after the injection. On (B)(6) 2019, around two weeks after starting therapy with somatropin, it was reported that a ton of humatrope came out meaning the somatropin leaked from the needle after the injection. With regard to the air bubble issue, it was reported that the consumer saw bunch of tiny air bubbles inside the cartridge, and on top of that, there seems to be a large air bubble that would not go away. It was reported that the product did not appear cloudy and did not contain particles after mixing, the bubble were tiny, champagne-size bubbles that look like sparkling water, and there are about 30 small air bubbles (as reported). The device was not dropped or shaken. The consumer sticked to the side of the cartridge also it was reported that the large bubble air went away. The consumer dialed the 12 mg pen to 2.5 mg. The patient only saw drops, she used to prime, the needle was not bent and the consumer did not store the pen with the needle. Also it was reported that a new needle was used each time, and air bubbles were seen in the cartridge of humatrope, the consumer counted to five each time, the needle used was bd ultra fine pen needles and the patient pinched the skin during the injection. Patient reported that after the humatrope injection is complete and when he removes the needle from his skin. It was also reported sting for 5 to 10 seconds and then stops,the patient experienced pain and stinging at the injection site after the injection and as soon as the needle was removed. The stinging dissipated on its own after 5 or 10 seconds. It was also reported that the stinging and pain did not occur during thesomatropin injection, when the medication is going into his body. Stinging and pain occurs after the injection. It was reported that the consumer waited 5 minutes for the somatropin to warm before injecting. The therapy status with somatropin was ongoing.